Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. (B)(4)

Event description:
User detected the stent cannot be released due to inner core broken while first time pull the trigger during procedure. Device evaluated on 09-apr-21: "flexor (clear section) broken approximately 15xm from white tip".

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1611136 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: on evaluation of the device it was observed the flexor (clear section) 15cm from the white tip was broken. "Red marker on top of the handle at the end of the handle on return. Handle is actuating fine for deployment and recapture but unable to deploy the stent due to broken flexor.¿ documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1611136 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot c1611136; upon review of complaints this failure mode has not occurred previously with this lot the instructions for use ifu0062-5 which accompanies this device includes the following contraindications ¿inability to pass the wire guide or stent through the obstructed area.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been broken. Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.